Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported right side deflation and exchange from textured implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/ or corrected data.

Event description:
Patient representative reported "removal of biocell textured breast implants," and "severe emotional distress and lives in daily fear that the they have been exposed to bia-alcl."